Manufacturer narrative:
H11: Approximate date of death: ON (b)(6) 2026. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was alleged that a patient fell from a stretcher while in the imaging booth and was subsequently reported as deceased. The event occurred in March 2026 at (b)(6) . The notification was received through a competent authority and contained limited details. It was not reported whether the patient sustained any injury, required medical intervention, or experienced any symptoms or adverse events related to the fall. The process step during which the event occurred was unknown. It was also unknown whether a second device was involved or whether the event had been reported to another Baxter department or authority. The stretcher was sequestered, and Baxter requested the device for inspection. A Baxter technician later identified missing plastic ratchet rivets, including one that prevented the right siderail from locking properly, and noted that facility personnel had replaced some missing rivets with screws. The exact cause of the fall and reported death remains undetermined, and no objective evidence has been identified to establish a direct causal relationship between the device and the reported event. No further information was available at the time of this report.